Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7041913, model/catalog description: coveredge 32 surgical lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection in the skin around pocket site. Symptom of redness was noted. The physician confirmed that the infection was not device related and the cause was rare bacteria on the skin. It was believed that nothing happened during the procedure. The patients was placed on antibiotics and underwent an explant. The patient was doing well postoperatively. No further information could be obtained at tthis time.